Manufacturer narrative:
One forceps sample was received in opened original packaging including the cover foil. The forceps sample was visually inspected with the aid of a photomicroscope with various magnifications. The returned sample shows slightly bent grasping arms. After cleaning, it was found that the tube is loose which blocks the forceps from activating. The customer¿s complaint was confirmed. It is visible that the bonding procedure was performed correctly. The connection between the tube and the tip meets specification as glue is visible. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. It is confirmed that the connection between the tube and the tip failed, but the root cause could not be identified. This complaint has been reviewed and future data will be monitored for evidence of adverse trending. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tips of an ophthalmic forceps did not open smoothly and became unusable upon insertion into the patient's eye during surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.